Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during atrial lead revision it was noted that the right ventricular lead exhibited insulation abrasion. The lead was explanted and replaced.